Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated, the limit switch of the subject device was broken and there was oxidization of the output socket the subject device. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. About seven years have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the limit switch and the output socket of the subject device was broken due to aging deterioration for long-term use.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, the front panel display of the subject device blinked. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.